Manufacturer narrative:
This is a submission to replace report number mw5068334, which was incorrectly submitted.

Event description:
The perfusion team at (B)(6) were attempting to start care at a difficult time but when the unit was turned on, a screen informing them that the unit was in a high temperature setting. The screen requires that you enter a passcode to be able to disable this temp setting, which the perfusion team did not know. The team was instructed on how to restore the unit to it's normal functions.

Manufacturer narrative:
This is a submission to replace report number mw5068334, which was incorrectly submitted.

Event description:
The perfusion team at (B)(6) were attempting to start care at a difficult time but when the unit was turned on, a screen informing them that the unit was in a high temperature setting. The screen requires that you enter a passcode to be able to disable this temp setting, which the perfusion team did not know. The team was instructed on how to restore the unit to it's normal functions.